Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain on inspiration. An echocardiogram was performed and it was noted that there was a lead perforation. A drain was placed and 450 cc of fluid was drained from the pericardial sac. It was unclear at that time which one of the leads had perforated and the physician chose to wait for things to stabilize. It was further reported that it was the right ventricular lead that perforated. The patient was observed closely with daily echocardiograms and the daily interrogations to assess lead function. The lead remains in use and stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.